Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/25/2015 with the following findings:evaluation revealed that there was no damaged related to the complaint. The bolus button cover was completely peeled off and missing with the pump. Audio bolus button had a leak and moisture was on display, the keypad flex connector and on the pcb. Returned cap used for testing all steps. Pump powers with no audio sounds. The cover was opened and a misaligned piezo contact was found. The two piezo contacts were readjusted and the audio sound was working. (B)(6)

Event description:
The pump was returned for investigation. Evaluation revealed moisture on the display, the keypad flex connector and on the pcb. This report is made based on results of investigation completed on 06/25/2015.